Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: d4, d9, h3, h4, h6.

Event description:
Patient reported through customer service "implant have ruptured" diagnosed via ultrasound. Later patient reported "inconvenience is actually making me feel so anxious and nervous" and "lumps in breast". This record is for the right side. The device was explanted.

Event description:
Patient reported through customer service "implant have ruptured". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Patient reported through customer service "implant have ruptured" diagnosed via ultrasound. Later patient reported "inconvenience is actually making me feel so anxious and nervous" and "lumps in breast". This record is for the right side. The device was explanted.

Event description:
Patient reported through customer service "implant have ruptured" diagnosed via ultrasound. Later patient reported "inconvenience is actually making me feel so anxious and nervous" and "lumps in breast". Later healthcare professional reported "the device was removed because it ruptured". This record is for the right side. The device was explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and anxiety - product/ procedure was received on march 19, 2026 with lot number 2225589. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: - rupture: observed broken device through microscopic inspection assessed as unidentified (tear) opening and observed a missing piece of shell through microscopic inspection assessed as inconclusive. No further actions are required as it is not related to the manufacturing process. - anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. No additional observations performed on the device. No further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.